Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 2hrs. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the most likely root cause of the three misplaced screws (left l4, right l4, and left l5) in the caudal direction by approximately 8 mm was an unreliable non-brainlab c-arm calibration that produces inconsistent accuracy results when used. The unreliable non-brainlab c-arm was used to acquire patient scan images that were subsequently registered with automatic image registration and accepted for use with navigation. A different movement of the c-arm around the patient during the patient scan at a procedure (e.g. Due to instabilities) compared to its movement when its calibration was performed results in an inaccurate registration of the patient anatomy's location in the scan image to navigation. Post-case c-arm testing performed by brainlab support on site has shown inconsistent accuracy results of this arm. The unreliability of the c-arm calibration accuracy can further explain the similar deviation observed by the user at this surgery of both registration scans taken with the c-arm, of which the first scan used with navigation resulted in the three misplaced screws. A potential further contributing factor is a movement of the navigation patient reference array due to an insufficiently rigid fixation and/or inadvertently applied forces after the patient scan was registered. An insufficiently secured patient reference (either clamp to the spinous process or array to the clamp) and/or skin and soft tissue contact to the patient reference (due to the minimally invasive approach and potentially close proximity of the reference clamp/array to soft tissue) can result in reference array movement from the push and pull forces of the surrounding skin and soft tissue during invasive surgical steps performed on the spine. A movement of the reference array results in a deviation between the instrument's position displayed on the registered image in navigation compared to its actual position on the patient anatomy. Apparently, the resulting deviation in the navigation display was not recognized by the user with the appropriate and necessary verification of navigation accuracy during the verification step before accepting the registration and continuously throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for transforaminal lumbar interbody fusion (tlif) of vertebrae l4/l5, due to a compression of these vertebrae, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, after decompression and cage placement without navigation, attached the navigation reference array on the spinous process of vertebra l4. Acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy position to the navigation display, verified and accepted the registration. Prepared the pedicles (pilot holes) by drilling through the navigated drill guide 2.6mm with depth control, inserted k-wires into the pedicle holes through the drill guide, and placed the 4 pedicle screws following the k-wires with a non-brainlab screwdriver calibrated to navigation, first right then left in vertebrae l4 and l5. Acquired another intra-operative c-arm scan for placement verification, and determined that 3 of the 4 screws placed deviated from their intended position, both l4 screws and the left l5 screw were placed with a shift in the caudal direction by ca. 8mm. ]decided to remove and correct these 3 placements using the same navigation workflow as before with the c-arm scan automatically registered to navigation, to replace the 3 k-wires with the navigated drill guide and place the 3 pedicle screws with the navigated screwdriver to their correct positions, with additionally using x-ray to control directions. Completed the surgery successfully as intended and closed the patient. According to the surgeon: the deviation of 3 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with a c-arm verification, and the screws were corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 2hrs. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.